Event description:
The customer reported a single episode dating back to (B)(6) 2021 of ventricular tachycardia on bed 6 which silenced itself without any action on the part of the operator. The device was in use, no adverse event was reported.

Event description:
The customer reported a single episode dating back to (B)(6) 2021 of ventricular tachycardia on bed 6 which silenced itself without any action on the part of the operator. The device was in use, no adverse event was reported.